Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2002, and a revision procedure on (B)(6) 2013, due to patient allegations of pain, swelling, elevated metal ions, and metallosis. Legal counsel for patient further reports that fluid, granuale formation, metal staining, soft tissue defect in the lateral hip, atrophy, perivascular lymphocitc infiltration, corrosion of the trunnion, and a pseudotumor were allegedly noted during the revision procedure. A review of invoice history confirmed both surgery dates. Legal counsel reports all components were removed and replaced with competitor product. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿material sensitivity reactions.¿ number 3 states, ¿implantation of foreign material in tissues can result in histological reactions involving various sizes of macrophages and fibroblasts". Number 9 states "metallosis, and osteolysis responses may be implicated with the utilization of orthopaedic implants." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-02496 / 2499).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The stem remains implanted and was not revised as previously reported.